Event description:
According to the reporter, during a laparoscopic distal gastrectomy, at the time of duodenotomy, even though the relevant cartridge was set, the opening angle of the jaws felt narrower than in normal use. When the device went outside the body without firing and performed the opening and closing again, the clearance between the jaws and the anvil was larger than usual even when it was closed, so it was replaced just in case. Subsequently, the same symptoms were observed in another two reloads. With the fourth one, the jaw opening angle was finally the same as usual, so the operation was continued. There was no patient injury. Medtronic's initial evaluation of the incident device found that overly thick or thin tissue may result in unacceptable staple formation.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p3f0422) sigphandle, sig power sigphandle handle, (sn: unknown) sigpshell, sig power sigpshell control shell, (lot #unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (sn: unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p3f0422). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that there was reload thick tissue and reload knife blade was damaged. Visual inspection noted that the reload was fully fired and the interlock was engaged. The jaw of the reload was open. Some staple pushers were pushed back to the cartridge. Damage to the cutting edge of the knife blade was observed. The clamping mechanism was deformed. Functional testing found that the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.